Event description:
It was reported that "anesthesia provider placed the spinal and noted the placement was 'textbook' and when the bupivacaine was infused it had no affect to anesthetize the patient. The provider then had to utilize and epidural to complete the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the medication being ineffective could not be confirmed upon evaluation of the returned seal kit. The potency of the bupivacaine met specifications according to the manufacture's certificate of analysis. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential root cause of this complaint could not be determined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "anesthesia provider placed the spinal and noted the placement was 'textbook' and when the bupivacaine was infused it had no affect to anesthetize the patient. The provider then had to utilize and epidural to complete the procedure". No patient harm or injury. The patient status is reported as "fine".